Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 8 events for the failure: difficult to open or close. 8 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 8 events were reported for this quarter. Product return status. 3 devices had investigation types that have not yet been determined. 2 devices were received. 3 devices were not available for evaluation. Evaluation findings (results/components). 5 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 3 devices: no findings available / part/component/sub-assembly term not applicable. Product disposition. 3 devices: product not received. 5 devices: product disposition is not yet determined. Additional information. 8 devices were labeled for single-use. 8 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report#: 3015967359-2025-99426. Supplemental rationale: corrected data: b5, h1, h6, h11. 8 events were previously reported during the reporting quarter: however, 1 previously reported event was included under MFR report#: 3015967359-2025-99423 but should be included under this report. 9 previously reported events are included in this follow-up record. Product return status: 7 devices were not available for evaluation. 2 devices were received. Evaluation findings (results/components): 7 devices: no findings available / part/component/sub-assembly term not applicable. 2 devices: mechanical problem identified / locking mechanism. Product disposition: 7 devices: product not received. 2 devices: returned to supplier / vendor.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 9 events for the failure: difficult to open or close. 9 events had no health consequences or impact.